Manufacturer narrative:
The technician isolated the issue to the communication cable. He replaced the communication cable to repair the bed.

Event description:
Info received indicates the bed is not communicating with the nurse call.